Manufacturer narrative:
Concomitant medical products: cmrm6133 envelope, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately two months after implant of a cardiac resynchronization therapy defibrillator (crt-d) with an absorbable envelope. The device and leads were explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.